Event description:
Device complication: dislodged/separated time of complication: during procedure symptomns: none reported after the stent was deployed, the inner catheter (about 10-15 cm) dislodged and separated. The dr did not realize the break until trying to insert the recovery catheter, but could not due to the break. The separation was noted proximal to the valve which made it easy for the dr to remove both pieces with his fingers. There was no reported pt effect and no additional info available.